Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a pressure sore under the lifevest equipment. The patient¿s home health nurse described the area as red and open and about 2-3 cm in diameter. There was no alleged device malfunction contributing to the sore. The patient¿s home health nurse was doing prescribed daily wound care for the sore. Outcome of the sore is unknown as follow up attempts were unsuccessful.